Event description:
It report that the procedure was to treat an occluded mid right coronary artery (mrca). The patient presented with a cardiac arrest at home and provide with cardiopulmonary resuscitation (CPR). In the ER the patient arrested again and was noted to be in ventricular fibrillation, multiple defibrillations and intubated. Medication was also provided; however, arrival to the cath lab patient arrested again requiring several defibrillations. It was noted that the occluded artery had large thrombus burden requiring multiple runs of aspiration thrombectomy and implantation of two unspecified drug-eluting stents. A perforation was noted in the mrca and two (3.5x16mm and 2.8x16mm) graftmasters; however, both failed to seal. A third 4.0x16mm graftmaster was deployed and seal the perforation. However, it was noted patient expired after the procedure. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of death- (B)(6) 2022. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequently, after the initial was filed the account confirm, that the two (3.5x16mm and 2.8x16mm) graftmasters failed to seal due to the perforation being larger than initially anticipated. The patient was noted to be declining in health prior to use of the graftmasters. The patient died of progressive cardiogenic shock and in the physician's opinion, none of the graftmasters caused or contributed to patient's death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 health effect - impact code code 1802 was removed; code 4641 was removed and code 2199 was added.